Manufacturer narrative:
The lfs product has not been returned to lifescan for evaluation. If the subject product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) us, alleging that the onetouch ultra2 meter is giving inaccurate high reading of "32 mg/dl" compared to "74 mg/dl" obtained on an emt meter. The patient manages her diabetes with self adjusting insulin. The patient claimed she obtained the alleged inaccurate reading on (B)(6) 2013. Reportedly, the patient developed symptoms of "weak, sweaty, and pale" approximately 3 weeks prior to the alleged inaccuracy issue. On the same day, she obtained the alleged inaccurate reading of "74 mg/dl" she claimed she took an increase in her insulin dose and required medical intervention with IV glucose. The patient performed control solution test with results of "107 and 104 mg/dl" on the day of the medical intervention. The patient was not able to provide the acceptable control solution range at the time of concern. The reported results of "32 mg/dl" and "74 mg/dl" were per formed within an unknown time period. The issue was not resolved with troubleshooting. This complaint is being reported because the patient required medical intervention suggestive of hypoglycemia after she took insulin based on the alleged inaccurate high reading(s).